Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach (open, laparoscopic or other) for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Onset date from initial procedure? Mesh exposure symptoms and diagnostic confirmation? How severe was the bleeding? Was medical or surgical intervention performed for the bleeding? Describe any medical/surgical intervention for exposure including dates and surgical findings. Were there any concomitant procedures performed? Onset date for vaginal bleeding from initial procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced mesh exposure into vagina 1-2 mm, and symptoms of vaginal bleeding. The mesh remains implanted, but the exposed mesh in vagina was trimmed and removed. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Corrected patient codes: (B)(4) ¿ surgical intervention. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure ¿ age (B)(4), (B)(4) bmi (B)(4). Date and name of initial surgical procedure - (B)(4) 2010 insertion of retropubic tvt the diagnosis and indication for the initial surgical procedure? Urodynamically proven stress incontinence other relevant patient history/concomitant medications - no the initial approach (open, laparoscopic or other) for the index surgical procedure? Retropubic tvt any concurrent procedure/device implantation? Cystoscopy were there any intra-operative complications? No when was the mesh exposure first noted by a physician? Onset date from initial procedure? (B)(4) 2016 mesh exposure symptoms and diagnostic confirmation? Occ pain and electric shocks in vagina. Diagnosed in (B)(4) 2016 in clinic how severe was the bleeding? Was medical or surgical intervention performed for the bleeding? No bleeding describe any medical/surgical intervention for exposure including dates and surgical findings. - plication of anterior vaginal wall over exposed vaginal mesh (B)(4) 2018 were there any concomitant procedures performed? No onset date for vaginal bleeding from initial procedure? Na what is physician¿s opinion as to the etiology of or contributing factors to this event - no comment made about this what is the patient's current status? Having follow up in (B)(4)